Event description:
It was reported that the patient experienced ¿vague sensation of intermittent electric shocks.¿ as a result, the duration of on cycle was reduced. The event closed as of (B)(6)2003. Prior medical history was not reported. Additional follow-up is being conducted to obtain this information. If any additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 4351, serial# unknown, product type: lead. (B)(4).